Event description:
It was reported via repair work order that the bed had no power due to a damaged main control board and damaged fuses. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported

Manufacturer narrative:
It was initially reported that a component burned on the motor control board. Follow-up submitted with evaluation results provided by customer which determined the bed had no power due to a damaged main control board and damaged fuses. Customer performed repairs. Customer performed evaluation.

Event description:
It was reported via repair work order that a component burned on the motor control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.